Event description:
Doctor was performing craniotomy on the patient when the twist drill broke. Patient's health was not compromised.

Manufacturer narrative:
Product is returned to the manufacturer for evaluation on 05/24/2010. Awaiting results of evaluation.